Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 10 mg/ml (unknown dose) via an implantable pump for non-malignant pain. The hcp stated that when she interrogated the pump today she got an alert that a pump motor stall and recovery had occurred; the hcp checked logs and there was no indication of a motor stall. The hcp confirmed that the tablet software had recently been updated and patient did have an MRI since this pump was implanted. The agent reviewed relevant info regarding the motor stall alert.